Event description:
Broken/damaged (B)(6) 2021 09:34:55 rfc repairs (rfc repairs) screw stripped on door cannot change lever.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assy upper, and broken ail sensor right side. Replaced broken bezel harness wire, and damaged door latch. Replaced corroded right,left iui, and damaged bottom rear case. Keypad recall completed. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to hinge damage of the kit door assy 8100 rohs. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged-screw stripped on door cannot change lever. There was no patient involvement reported.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This file is no longer reportable.

Event description:
It was reported that the device was broken/damaged-screw stripped on door cannot change lever. There was no patient involvement reported.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assy upper, and broken ail sensor right side. Replaced broken bezel harness wire, and damaged door latch. Replaced corroded right,left iui, and damaged bottom rear case. Keypad recall completed. The probable cause of the reported issue was due to hinge damage of the kit door assy. A review of the device history record showed the device had a manufacture date of 24jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Broken/damaged- 02/05/2021 09:34:55 rfc_repairs (rfc_repairs) screw stripped on door cannot change lever.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/damaged-screw stripped on door cannot change lever. There was no patient involvement reported.